Event description:
It was reported that the patient experienced urinary incontinence with this artificial urinary sphincter (aus). After magnetic resonance, the balloon was found to be empty due to a hole in it. It was said that the device remained implanted, but a new device was placed. There were no additional patient complications reported.